Event description:
It was reported that the pt was "electrocuted" by the ins. There was shocking at the lead site. The "wire came loose again". The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)